Event description:
It was reported, the subject device had shutter flash, shutter lines can be seen on the monitor. The issue was found during a therapeutic holep, holmium laser enucleation of the prostate procedure and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the complaint is not confirmed due to no device return. A definitive root cause cannot be identified. A DHR review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.